Manufacturer narrative:
Follow-up #1: date of submission 26-apr-2018 device evaluation:in q1 2018, there were 2 instances of keypad/tactile w/moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 16 allegations of a malfunction, 13 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to moisture within the pump. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 18 malfunction events. A review of the events indicated that the one touch ping model pump experienced a keypad/tactile w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 8-72 years of age and between 15 and 210 pounds. Of the reported patients, 6 were male and 12 were female.